Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and found that there were no movement of the stand. This issue was identified in a previous case ID and the current case was created in mistake. A follow-up was done in next case ID for the reported issue. The fse performed system diagnostic in the next case ID and found the amc (advanced motion control) triple servo driver had failed. The fse replaced the amc drive to fix the issue. After the replacement, the system was returned to use in good working order. The device stand (floor or ceiling mounted) allows positioning of the detector and x-ray tube in relation to the patient table. The movement of the stand is motorized using the control module located on the side of the bed or pedestal. If necessary, it is possible to move the stand manually using the handles and brake controls on the side of the stand. The side handle on the stand releases the brakes of balanced movements. Balanced movements are longitudinal, lateral and l-arm rotation movements. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. If there is a malfunction of the handle which enables manual movements there is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest, therefore the loss of manual movement is not likely to cause or contribute to death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there are no movements of the stand. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.